Event description:
It was reported that the patient was presented at the hospital for an implant procedure. The right ventricular set screw at the pacemaker header was found stuck and was unable to be tightened or loosen. The pacemaker was removed and replaced.

Manufacturer narrative:
The reported event of the rv-setscrew unable to tighten or loosen was not confirmed. The v-setscrew was not returned with the device. Therefore, the cause of the problem cannot be analyzed. No anomalies were found with the returned portion of the device.